Event description:
Account reports incidents in which air is migrating downstream through & past the filter. Rptr stated they utilize a colleague pump, set anywhere from 2-17 cc/hr infusates are d10 with ca+namg or tpn with d20 & amino acids. The air is noted approximately 1 hour into use, & the hcp is notified either by the pump alarming, visually noting or in one case, the colleague pump automatically shut-off. Rptr added that when the air is noted, fluid is noted to be present in the filter. Rptr stated there was no negative outcome to the pts. Writer inquired about frequency of incidents, & rptr stated, "enough times to notice there is a problem."